Event description:
High impedance (greater than 4000/10000/20000 ohms) was reported in regards to a pt's device. All post-operative impedance measurements on electrode combinations 8 through 15, except electrode 11, were high. Impedance of electrode 11 was approx 640 ohms. An open circuit was noted. It was noted that the physician declined running impedance tests intra-operatively. The pt was able to feel stimulation on 0-7. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).